Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer experienced high blood glucose (value not provided). Reportedly, the customer had been using a cartridge filled with humalog for more than 48 hours. Cts educated customer regarding cartridge/insulin labeling. Reportedly, the customer declined additional troubleshooting.